Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'does not turn on with slide clamp' which was reproduced during evaluation by troubleshooting the device. The cause was determined to be a failing upper hook switch, leading to false close-door state detection. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not turn on with slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.